Manufacturer narrative:
It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection and amikacin injection (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient was not recovering from the event. It was reported that the doctor was planning to remove the catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with medication for the peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.